Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be detached during the procedure. A new coil was used and it was detached without any problems and the procedure was completed. No patient injury was reported as a result of the event. The physician attempted to detach the coil with instant detacher 2-3 times. The physician used secondary detachment method (breaking hypotube method; an alternative method presented in the instruction for use) but still coil did not detach. It was unknown that the physician did rotate the delivery pusher during procedure. The devices were discarded.